Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer declined the troubleshooting for the high blood glucose. No product is expected to return for analysis.